Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this defibrillation lead underwent a device replacement procedure. When this lead was connected to the new device, high out of range shock impedance measurements were observed. It was determined the was damaged during the explant of the chronic device. This lead was surgically abandoned and replaced. No adverse patient effects were reported.